Manufacturer narrative:
The pump was returned to animas for eval. All keypad button presses did not activate desired pump functions during testing. During investigation, the down arrow key contact was observed to be misaligned. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the up and down arrows are responding intermittently. It was reported that there is no water exposure to the pump and there is no damage to the keypad.